Event description:
The hand piece would not 'seal' properly which resulted in additional bleeding from the surgical site. The surgeon had to use sutures to control the bleeding.

Manufacturer narrative:
The device in question was not returned and evaluated by conmed.